Manufacturer narrative:
Investigation summary: customer returned (6) sealed 5mm, 30g bd autoshield duo samples (1 open without the tear drop label, 5 sealed) from lot # 8319644. Customer states that the insulin pen tip did not discharge safety mechanism after the pen needle was used. The open sample was examined and was observed to not be activated. All returned samples were tested and all were able to activate properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that patient used bd¿ autoshield duo pen needle to deliver insulin, but was not clear if patient received full dose. After use, the safety mechanism of pen needle did not work. The following information was provided by the initial reporter: ¿ the insulin pen tip did not discharge safety mechanism after the pen needle was used. It is unclear if patient actually received full dose as some insulin remained in the pen. ¿